Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure(fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that since insertion she was in pain each and every day. She feared pregnancy, perforations and other complication. Ptc investigation result was received on 11-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 06-mar-2016: the consumer stated she suffered daily and essure ruined her life. No further information provided. Follow up information received via social media on 09-mar-2016 and case was upgraded to other reportable incident. Consumer reported that essure broke 3 and she headed for extraction. Follow-up received on 13-mar-2016: it was reported that consumer was recovering for 1 tooth extraction and 2 crowns. She stated that essure destroyed her life. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and according to her essure broke 3. This event is unlisted according to essure reference safety information. In this particular case, minimal information was provided. Consumer only posted, on a internet site, that essure broke 3 and she was headed for extraction. Later, she did an additional post stating she was recovering for 1 tooth extraction and 2 crowns. Although it is unclear if the term "essure broke" referred to the device or to her teeth, a device breakage cannot be formally excluded in this case. Due to device breakage's nature, causality with essure cannot be excluded. Additionally, consumer reported pain. This case was upgraded to other reportable incident upon follow-up, as although the possible device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. An updated product technical analysis is being sought. No active follow-up will be pursued, since this case was initially received after health authority website monitoring and further information was posted in social media.

Manufacturer narrative:
Follow-up received on 08-set-2016 consumer stated that her surgery is coming up. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and according to her essure broke 3. According additional information, her surgery was coming up (seen as planned intervention). This event is listed according to technical assessment. In this particular case, minimal information was provided. Consumer only posted, on a internet site, that essure broke 3 and she was headed for extraction. Later, she did an additional post stating she was recovering for 1 tooth extraction and 2 crowns. Although it is unclear if the term "essure broke" referred to the device or to her teeth, a device breakage cannot be formally excluded in this case. Due to device breakage's nature, causality with essure cannot be excluded. Additionally, consumer reported pain. Upon receipt of follow-up information, it was stated that a surgical intervention will be required, hence, this case was then classified as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up will be pursued, since this case was initially received after health authority website monitoring and further information was posted in social media.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 13-aug-2015. The most recent information was received on 16-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("broke 3") and genital haemorrhage ("abnormal bleeding (general),") in a 37-year-old female patient who had essure (batch no. B63651- inv,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, ovarian cyst, heart murmur, incontinence, fever, amenorrhea and yeast infection. Concurrent conditions included uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )"), dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), the first episode of migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue"), the first episode of weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, tooth extraction ("1 tooth extraction and 2 crowns"), the second episode of weight increased ("weight gain"), abdominal distension ("bloating"), the second episode of migraine ("migraines"), mood swings ("mood swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, the last episode of weight increased, abdominal distension, the last episode of migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue, alopecia and back pain outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, contact lens intolerance, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mood swings, tooth disorder, tooth extraction, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of migraine, the first episode of weight increased, the second episode of migraine and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case the following one/onces were described in patient's social media: menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Event back pain was added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke 3') and genital haemorrhage ('abnormal bleeding (general),') in a 37-year-old female patient who had essure (batch no. B63651- not valid,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, ovarian cyst, heart murmur, incontinence, fever, amenorrhea and yeast infection. Concurrent conditions included uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )/2 week long periods"), dyspareunia ("painful intercourse/painful sex with bleeding"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), the first episode of migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems/teeth issues"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating/bloat"), the second episode of migraine ("migraines"), mood swings ("mood swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), back pain ("back pain"), peripheral swelling ("foot swelling/swelling"), flatulence ("gas"), cardiac disorder ("cardiac problems"), oligomenorrhoea ("2 week long periods") and coital bleeding ("painful sex with bleeding"), underwent tooth extraction ("1 tooth extraction and 2 crowns") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, the last episode of weight increased, abdominal distension, the last episode of migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue, alopecia, back pain, peripheral swelling, flatulence, cardiac disorder, oligomenorrhoea and coital bleeding outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, cardiac disorder, coital bleeding, contact lens intolerance, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, menorrhagia, mood swings, oligomenorrhoea, peripheral swelling, tooth disorder, tooth extraction, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of migraine, the first episode of weight increased, the second episode of migraine and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patient's social media: menorrhagia, dyspareunia, peripheral swelling, flatulence, cardiac disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events : foot swelling added. On 2-dec-2019: social media received. Events: flatulence and cardiac disorder, oligomenorrhoea and coital bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0256) on 13-aug-2015. The most recent information was received on 17-dec-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke 3') in a 37-year-old female patient who had essure (batch no. B63651- not valid, cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, ovarian cyst, heart murmur, incontinence, fever, amenorrhea and yeast infection. Concurrent conditions included uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )/2 week long periods"), dyspareunia ("painful intercourse/painful sex with bleeding"), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), the first episode of migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems/teeth issues"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating/bloat"), the second episode of migraine ("migraines"), mood swings ("mood swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), back pain ("back pain"), peripheral swelling ("foot swelling/swelling"), flatulence ("gas"), cardiac disorder ("cardiac problems"), oligomenorrhoea ("2 week long periods"), coital bleeding ("painful sex with bleeding"), abdominal pain upper ("I often had pain in my right side, sometimmes felt sick to my stoamch"), infection ("I m having issue with them getting infected when before I never did"), thrombosis ("I went from having some minor clotting before procedure to having huge amounts of live blood"), anaemia ("anemia"), ovarian cyst ("ovarian cyst"), pruritus ("itchy skin"), psoriasis ("psoriasis"), constipation ("constipation"), hypoaesthesia ("numbness"), hot flush ("hot flashes are a pain without hormones"), tenderness ("I have tenderness"), tooth fracture ("I just had another piece of a tooth break off"), anxiety ("anxiety"), burning sensation ("yes I occasionally have a burning feeling at incision line"), feeling abnormal ("brain fog"), visual impairment ("vision change") and loss of libido ("loss of libido"), underwent tooth extraction ("1 tooth extraction and 2 crowns") and was found to have the second episode of weight increased ("weight gain") and cardiac murmur ("I have a heart murmur"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, the last episode of weight increased, abdominal distension, the last episode of migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue, alopecia, back pain, peripheral swelling, flatulence, cardiac disorder, oligomenorrhoea, coital bleeding, abdominal pain upper, cardiac murmur, infection, thrombosis, anaemia, ovarian cyst, pruritus, psoriasis, constipation, hot flush, tenderness, tooth fracture, anxiety, burning sensation, feeling abnormal, visual impairment and loss of libido outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, burning sensation, cardiac disorder, cardiac murmur, coital bleeding, constipation, contact lens intolerance, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, hypoaesthesia, infection, loss of libido, menorrhagia, mood swings, oligomenorrhoea, ovarian cyst, peripheral swelling, pruritus, psoriasis, tenderness, thrombosis, tooth disorder, tooth extraction, tooth fracture, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, the first episode of migraine, the first episode of weight increased, the second episode of migraine and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2(B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patient's social media: menorrhagia, dyspareunia, peripheral swelling, flatulence, cardiac disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: social media received- new events added: numbness, constipation, psoriasis, itchy skin, ovarian cyst, anemia, clot blood nos, infection, heart murmur, stomach pain, tenderness, I just had another piece of a tooth break off, anxiety, burning, brain fog, vision change, loss of libido. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke 3') in a 37-year-old female patient who had essure (batch no. B63651- not valid,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, ovarian cyst, heart murmur, incontinence, fever, amenorrhea and yeast infection. Concurrent conditions included uterine fibroid. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )/2 week long periods"), dyspareunia ("painful intercourse/painful sex with bleeding"), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2014, the patient experienced tooth disorder ("dental problems/teeth issues/ bad teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating/bloat"), migraine ("migraines"), mood swings ("mood swings/ hormone swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), back pain ("back pain"), peripheral swelling ("foot swelling/swelling/ I swell in my leg and feet"), flatulence ("gas"), cardiac disorder ("cardiac problems"), oligomenorrhoea ("2 week long periods"), coital bleeding ("painful sex with bleeding"), abdominal pain upper ("I often had pain in my right side, sometimes felt sick to my stomach"), infection ("I m having issue with them getting infected when before I never did"), thrombosis ("I went from having some minor clotting before procedure to having huge amounts of live blood"), anaemia ("anemia"), ovarian cyst ("ovarian cyst"), pruritus ("itchy skin"), psoriasis ("psoriasis"), constipation ("constipation"), hypoaesthesia ("numbness"), hot flush ("hot flashes are a pain without hormones"), tenderness ("I have tenderness"), tooth fracture ("I just had another piece of a tooth break off"), anxiety ("anxiety"), incision site pain ("yes I occasionally have a burning feeling at incision line"), feeling abnormal ("brain fog"), visual impairment ("vision change"), loss of libido ("loss of libido"), musculoskeletal chest pain ("right side up under ribs"), scar ("scar tissue"), malaise ("sick"), stress ("stress"), labour pain ("labor pain"), pulmonary embolism ("pulmonary embolism"), lower limb fracture ("leg that breaks loose"), tooth infection ("teeth infection"), weight fluctuation ("weight fluctuating"), breast discharge ("my breasts will leak"), nightmare ("nightmare"), memory impairment ("memory issues"), appendix disorder ("appendix"), cough ("coughing"), ear pain ("ear ache"), eye irritation ("eye burning"), toothache ("toothache"), swelling face ("my face is swollen") and facial pain ("my face is throbbing"), underwent tooth extraction ("1 tooth extraction and 2 crowns") and was found to have weight increased ("weight gain"), cardiac murmur ("I have a heart murmur") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, appendectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, weight increased, abdominal distension, migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue, alopecia, back pain, peripheral swelling, flatulence, cardiac disorder, oligomenorrhoea, coital bleeding, abdominal pain upper, cardiac murmur, infection, thrombosis, anaemia, ovarian cyst, pruritus, psoriasis, constipation, hot flush, tenderness, tooth fracture, anxiety, incision site pain, feeling abnormal, visual impairment, loss of libido, musculoskeletal chest pain, scar, malaise, stress, labour pain, pulmonary embolism, lower limb fracture, tooth infection, weight decreased, weight fluctuation, breast discharge, nightmare, memory impairment, appendix disorder, cough, ear pain, eye irritation, toothache, swelling face and facial pain outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, appendix disorder, arthralgia, back pain, breast discharge, cardiac disorder, cardiac murmur, coital bleeding, constipation, contact lens intolerance, cough, device breakage, dysmenorrhoea, dyspareunia, ear pain, endometriosis, eye irritation, facial pain, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, hypoaesthesia, incision site pain, infection, labour pain, loss of libido, lower limb fracture, malaise, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nightmare, oligomenorrhoea, ovarian cyst, peripheral swelling, pruritus, psoriasis, pulmonary embolism, scar, stress, swelling face, tenderness, thrombosis, tooth disorder, tooth extraction, tooth fracture, tooth infection, toothache, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patient's social media: menorrhagia, dyspareunia, peripheral swelling, flatulence, cardiac disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: - new event added musculoskeletal chest pain, scar, sickness, stress, labor pain, pulmonary embolism, lower limb fracture, teeth infection, weight loss, weight fluctuation, breast discharge, nightmare, memory issues, appendix, coughing, ear ache, eye burning, toothache, swelling face, facial pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke 3') in a 37-year-old female patient who had essure (batch no. B63651- not valid,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, ovarian cyst, heart murmur, incontinence, fever, amenorrhea and yeast infection. Concurrent conditions included uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )/2 week long periods"), dyspareunia ("painful intercourse/painful sex with bleeding"), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems/teeth issues/ bad teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("each and every day I'm in pain/pelvic pain /pain/ bad night pain wise/ I woke in horrible pain"), abdominal distension ("bloating/bloat"), migraine ("migraines"), mood swings ("mood swings/ hormone swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), back pain ("back pain"), peripheral swelling ("foot swelling/swelling/ I swell in my leg and feet"), flatulence ("gas"), cardiac disorder ("cardiac problems"), oligomenorrhoea ("2 week long periods"), coital bleeding ("painful sex with bleeding"), abdominal pain upper ("I often had pain in my right side, sometimmes felt sick to my stoamch"), infection ("I m having issue with them getting infected when before I never did"), thrombosis ("I went from having some minor clotting before procedure to having huge amounts of live blood"), anaemia ("anemia"), ovarian cyst ("ovarian cyst"), pruritus ("itchy skin"), psoriasis ("psoriasis"), constipation ("constipation"), hypoaesthesia ("numbness"), hot flush ("hot flashes are a pain without hormones"), tenderness ("I have tenderness"), tooth fracture ("I just had another piece of a tooth break off"), anxiety ("anxiety"), incision site pain ("yes I occasionally have a burning feeling at incision line"), feeling abnormal ("brain fog"), visual impairment ("vision change"), loss of libido ("loss of libido/zero sex drive"), musculoskeletal chest pain ("right side up under ribs"), scar ("scar tissue"), malaise ("sick"), stress ("stress"), labour pain ("labor pain"), pulmonary embolism ("pulmonary embolism"), lower limb fracture ("leg that breaks loose"), tooth infection ("teeth infection"), weight fluctuation ("weight fluctuating"), breast discharge ("my breasts will leak"), nightmare ("nightmare"), memory impairment ("memory issues"), appendix disorder ("appendix"), cough ("coughing"), ear pain ("ear ache"), eye irritation ("eye burning"), toothache ("toothache"), swelling face ("my face is swollen") and facial pain ("my face is trobbing"), underwent tooth extraction ("1 tooth extraction and 2 crowns") and was found to have weight increased ("weight gain"), cardiac murmur ("I have a heart murmur") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, weight increased, abdominal distension, migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue, alopecia, back pain, peripheral swelling, flatulence, cardiac disorder, oligomenorrhoea, coital bleeding, abdominal pain upper, cardiac murmur, infection, thrombosis, anaemia, ovarian cyst, pruritus, psoriasis, constipation, hot flush, tenderness, tooth fracture, anxiety, incision site pain, feeling abnormal, visual impairment, loss of libido, musculoskeletal chest pain, scar, malaise, stress, labour pain, pulmonary embolism, lower limb fracture, tooth infection, weight decreased, weight fluctuation, breast discharge, nightmare, memory impairment, appendix disorder, cough, ear pain, eye irritation, toothache, swelling face and facial pain outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, appendix disorder, arthralgia, back pain, breast discharge, cardiac disorder, cardiac murmur, coital bleeding, constipation, contact lens intolerance, cough, device breakage, dysmenorrhoea, dyspareunia, ear pain, endometriosis, eye irritation, facial pain, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, hypoaesthesia, incision site pain, infection, labour pain, loss of libido, lower limb fracture, malaise, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nightmare, oligomenorrhoea, ovarian cyst, pelvic pain, peripheral swelling, pruritus, psoriasis, pulmonary embolism, scar, stress, swelling face, tenderness, thrombosis, tooth disorder, tooth extraction, tooth fracture, tooth infection, toothache, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patient's social media: menorrhagia, dyspareunia, peripheral swelling, flatulence, cardiac disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0256) on 13-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke 3') in a 37-year-old female patient who had essure (batch no. B63651- not valid,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, ovarian cyst, heart murmur, incontinence, fever, amenorrhea and yeast infection. Concurrent conditions included uterine fibroid. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )/2 week long periods"), dyspareunia ("painful intercourse/painful sex with bleeding"), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue//exhausted ") and alopecia ("hair loss"). In (B)(6)2014, the patient experienced tooth disorder ("dental problems/teeth issues/ bad teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("each and every day I'm in pain/pelvic pain /pain/ bad night pain wise/ I woke in horrible pain//hurting every day"), abdominal distension ("bloating/bloat"), migraine ("migraines"), mood swings ("mood swings/ hormone swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), back pain ("back pain"), peripheral swelling ("foot swelling/swelling/ I swell in my leg and feet"), flatulence ("gas"), cardiac disorder ("cardiac problems"), oligomenorrhoea ("2 week long periods"), coital bleeding ("painful sex with bleeding"), abdominal pain upper ("I often had pain in my right side, sometimes felt sick to my stomach"), infection ("I m having issue with them getting infected when before I never did"), thrombosis ("I went from having some minor clotting before procedure to having huge amounts of live blood"), anaemia ("anemia"), ovarian cyst ("ovarian cyst"), pruritus ("itchy skin"), psoriasis ("psoriasis"), constipation ("constipation"), hypoaesthesia ("numbness"), hot flush ("hot flashes are a pain without hormones"), tenderness ("I have tenderness"), tooth fracture ("I just had another piece of a tooth break off"), anxiety ("anxiety"), incision site pain ("yes I occasionally have a burning feeling at incision line"), feeling abnormal ("brain fog"), visual impairment ("vision change"), loss of libido ("loss of libido/zero sex drive/ no sex drive"), musculoskeletal chest pain ("right side up under ribs"), scar ("scar tissue"), the first episode of malaise ("sick"), stress ("stress"), labour pain ("labor pain"), pulmonary embolism ("pulmonary embolism"), lower limb fracture ("leg that breaks loose"), tooth infection ("teeth infection"), weight fluctuation ("weight fluctuating"), breast discharge ("my breasts will leak"), nightmare ("nightmare"), memory impairment ("memory issues"), appendix disorder ("appendix"), cough ("coughing"), ear pain ("ear ache"), eye irritation ("eye burning"), toothache ("toothache"), swelling face ("my face is swollen"), facial pain ("my face is throbbing") and the second episode of malaise ("I am sick"), underwent tooth extraction ("1 tooth extraction and 2 crowns") and was found to have weight increased ("weight gain"), cardiac murmur ("I have a heart murmur") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, appendectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pelvic pain, weight increased, abdominal distension, migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue, alopecia, back pain, peripheral swelling, flatulence, cardiac disorder, oligomenorrhoea, coital bleeding, abdominal pain upper, cardiac murmur, infection, thrombosis, anaemia, ovarian cyst, pruritus, psoriasis, constipation, hot flush, tenderness, tooth fracture, anxiety, incision site pain, feeling abnormal, visual impairment, loss of libido, musculoskeletal chest pain, scar, stress, labour pain, pulmonary embolism, lower limb fracture, tooth infection, weight decreased, weight fluctuation, breast discharge, nightmare, memory impairment, appendix disorder, cough, ear pain, eye irritation, toothache, swelling face, facial pain and the last episode of malaise outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, appendix disorder, arthralgia, back pain, breast discharge, cardiac disorder, cardiac murmur, coital bleeding, constipation, contact lens intolerance, cough, device breakage, dysmenorrhoea, dyspareunia, ear pain, endometriosis, eye irritation, facial pain, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, hypoaesthesia, incision site pain, infection, labour pain, loss of libido, lower limb fracture, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nightmare, oligomenorrhoea, ovarian cyst, pelvic pain, peripheral swelling, pruritus, psoriasis, pulmonary embolism, scar, stress, swelling face, tenderness, thrombosis, tooth disorder, tooth extraction, tooth fracture, tooth infection, toothache, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased, weight fluctuation, weight increased, the first episode of malaise and the second episode of malaise to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patient's social media: menorrhagia, dyspareunia, peripheral swelling, flatulence, cardiac disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media was received: new reporter and new event (sickness) were added. Event verbatim for events were updated ( loss of libido, pelvic pain, malaise). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 30-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke 3') in a 37-year-old female patient who had essure (batch no. B63651- invalid,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, ovarian cyst, heart murmur, incontinence, fever, amenorrhea and yeast infection. Concurrent conditions included uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )/2 week long periods"), dyspareunia ("painful intercourse/painful sex with bleeding"), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue//exhausted ") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems/teeth issues/ bad teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("each and every day I'm in pain/pelvic pain /pain/ bad night pain wise/ I woke in horrible pain//hurting every day"), abdominal distension ("bloating/bloat"), migraine ("migraines"), mood swings ("mood swings/ hormone swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), back pain ("back pain"), peripheral swelling ("foot swelling/swelling/ I swell in my leg and feet"), flatulence ("gas"), cardiac disorder ("cardiac problems"), oligomenorrhoea ("2 week long periods"), coital bleeding ("painful sex with bleeding"), abdominal pain upper ("I often had pain in my right side, sometimes felt sick to my stomach"), infection ("I m having issue with them getting infected when before I never did"), thrombosis ("I went from having some minor clotting before procedure to having huge amounts of live blood"), anaemia ("anemia"), ovarian cyst ("ovarian cyst"), pruritus ("itchy skin"), psoriasis ("psoriasis"), constipation ("constipation"), hypoaesthesia ("numbness"), hot flush ("hot flashes are a pain without hormones"), tenderness ("I have tenderness"), tooth fracture ("I just had another piece of a tooth break off"), anxiety ("anxiety"), incision site pain ("yes I occasionally have a burning feeling at incision line"), feeling abnormal ("brain fog"), visual impairment ("vision change"), loss of libido ("loss of libido/zero sex drive/ no sex drive"), musculoskeletal chest pain ("right side up under ribs"), scar ("scar tissue"), the first episode of malaise ("sick"), stress ("stress"), labour pain ("labor pain"), pulmonary embolism ("pulmonary embolism"), lower limb fracture ("leg that breaks loose"), tooth infection ("teeth infection"), weight fluctuation ("weight fluctuating"), breast discharge ("my breasts will leak"), nightmare ("nightmare"), memory impairment ("memory issues"), appendix disorder ("appendix"), cough ("coughing"), ear pain ("ear ache"), eye irritation ("eye burning"), toothache ("toothache"), swelling face ("my face is swollen"), facial pain ("my face is throbbing") and the second episode of malaise ("I am sick"), underwent tooth extraction ("1 tooth extraction and 2 crowns") and was found to have weight increased ("weight gain"), cardiac murmur ("I have a heart murmur") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, weight increased, abdominal distension, migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue, alopecia, back pain, peripheral swelling, flatulence, cardiac disorder, oligomenorrhoea, coital bleeding, abdominal pain upper, cardiac murmur, infection, thrombosis, anaemia, ovarian cyst, pruritus, psoriasis, constipation, hot flush, tenderness, tooth fracture, anxiety, incision site pain, feeling abnormal, visual impairment, loss of libido, musculoskeletal chest pain, scar, stress, labour pain, pulmonary embolism, lower limb fracture, tooth infection, weight decreased, weight fluctuation, breast discharge, nightmare, memory impairment, appendix disorder, cough, ear pain, eye irritation, toothache, swelling face, facial pain and the last episode of malaise outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, appendix disorder, arthralgia, back pain, breast discharge, cardiac disorder, cardiac murmur, coital bleeding, constipation, contact lens intolerance, cough, device breakage, dysmenorrhoea, dyspareunia, ear pain, endometriosis, eye irritation, facial pain, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, hypoaesthesia, incision site pain, infection, labour pain, loss of libido, lower limb fracture, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nightmare, oligomenorrhoea, ovarian cyst, pelvic pain, peripheral swelling, pruritus, psoriasis, pulmonary embolism, scar, stress, swelling face, tenderness, thrombosis, tooth disorder, tooth extraction, tooth fracture, tooth infection, toothache, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased, weight fluctuation, weight increased, the first episode of malaise and the second episode of malaise to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patient's social media: menorrhagia, dyspareunia, peripheral swelling, flatulence, cardiac disorder. Batch number b63651 is invalid. Lot number: cs0003v, manufacture date: 2013-10, expiration date: 2015-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("broke 3") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, tooth extraction ("1 tooth extraction and 2 crowns"), weight increased ("weight gain"), abdominal distension ("bloating"), migraine ("migraines"), menorrhagia ("heavy periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, weight increased, abdominal distension, migraine, menorrhagia and dyspareunia outcome was unknown and the tooth extraction was resolving. The reporter considered abdominal distension, device breakage, dyspareunia, menorrhagia, migraine, tooth extraction and weight increased to be related to essure. Quality-safety evaluation of ptc: in this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-oct-2017: potential legal summon documents received, new reporter, product start stop date update and events added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 06-jun-2016: quality-safety evaluation was updated: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and according to her essure broke 3. This event is listed according to technical assessment. In this particular case, minimal information was provided. Consumer only posted, on a internet site, that essure broke 3 and she was headed for extraction. Later, she did an additional post stating she was recovering for 1 tooth extraction and 2 crowns. Although it is unclear if the term "essure broke" referred to the device or to her teeth, a device breakage cannot be formally excluded in this case. Due to device breakage's nature, causality with essure cannot be excluded. Additionally, consumer reported pain. This case was upgraded to other reportable incident upon follow-up, as although the possible device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up will be pursued, since this case was initially received after health authority website monitoring and further information was posted in social media.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4). On 13-aug-2015. The most recent information was received on 31-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("broke 3") and genital haemorrhage ("abnormal bleeding (general),") in a 37-year-old female patient who had essure (batch no. B63651- inv,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )"), dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), the first episode of migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue"), the first episode of weight increased ("weight gain") and alopecia ("hair loss"). In march 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, tooth extraction ("1 tooth extraction and 2 crowns"), the second episode of weight increased ("weight gain"), abdominal distension ("bloating"), the second episode of migraine ("migraines"), mood swings ("mood swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain") and arthralgia ("hip pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, the last episode of weight increased, abdominal distension, the last episode of migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue and alopecia outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, contact lens intolerance, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mood swings, tooth disorder, tooth extraction, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of migraine, the first episode of weight increased, the second episode of migraine and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-aug-2016: total bilateral occlusion concerning the injuries reported in this case the following one/onces were described in patient's social media: menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-aug-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0256) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("broke 3") and genital haemorrhage ("abnormal bleeding (general),") in a 37-year-old female patient who had essure (batch no. B63651,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia )"), dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), the first episode of migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), contact lens intolerance ("vision/eye problems type : inability to use contacts after insertion"), fatigue ("fatigue"), the first episode of weight increased ("weight gain") and alopecia ("hair loss"). In march 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, tooth extraction ("1 tooth extraction and 2 crowns"), the second episode of weight increased ("weight gain"), abdominal distension ("bloating"), the second episode of migraine ("migraines"), mood swings ("mood swings"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("frequent yeast infections") with vaginal discharge, female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), abdominal pain ("abdominal pain") and arthralgia ("hip pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, the last episode of weight increased, abdominal distension, the last episode of migraine, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, endometriosis, headache, tooth disorder, contact lens intolerance, fatigue and alopecia outcome was unknown, the tooth extraction, mood swings, female sexual dysfunction, abdominal pain and arthralgia was resolving and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, contact lens intolerance, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mood swings, tooth disorder, tooth extraction, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of migraine, the first episode of weight increased, the second episode of migraine and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: total bilateral occlusion concerning the injuries reported in this case the following one/onces were described in patient's social media: menorrhagia, dyspareunia most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received , reporter added , lot number added, event aded as :- bleeding (general), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reactiontype: nickel allergy, infection (bladder/ urinary tract/vaginal) type: uti, frequent yeast infections, apareunia (inability to have sexual intercourse), reproductive system disorder or condition type of disorder or condition: endometriosis, migraines / headaches, dental problems, dysmenorrhea (cramping), nickel allergy, surgery (other) type of surgery: diagnostic laparoscopy, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: inability to use contacts after insertion, fatigue, weight gain / loss specify which one: weight gain, hair loss incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.